Event description:
It was reported that the device was exhibiting far r-wave oversensing causing frequent automatic mode switch events. The device was reprogrammed. Patient did not have any symptoms and was fine.